Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device had logged an event code in its memory that is indicative of a failure which causes device to not recognize a shockable rhythm. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and was able to verify reported issue. The device was able to recognize and shock a shock-able vfib rhythm. A cause of the reported issue could not be determined.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will be provided with a replacement device. The customer's device will be sent to the product assessment center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device had logged an event code in its memory that is indicative of a failure which causes device to not recognize a shockable rhythm. There were no reports of patient use associated with the reported event.